Event description:
The pt's scs system consists of an ipg and surgical lead. It was reported that she is without stimulation. A diagnostic test revealed low impedance readings for several lead contacts. A subsequent x-ray of the pt's scs system revealed that the lead has migrated. Surgical intervention will be undertaken at a later date to address this issue. Reference MFR report # 1627487-2011-00170 for ipg report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.